Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia vamc3636c150tu stent graft was intended to be implanted during the endovascular treatment of a 70mm taa . It was noted that the patient had a previous ascending arch repair with a descending thoracic component. It was reported that during the index procedure the first valiant captivia stent graft (vamf3232c200tu serial # (B)(6) was placed with minimal resistance and deployed successfully. However the second valiant captivia stent graft (vamc3636c150tu, serial# (B)(6) went to the mid external iliac and had resistance. When the physician pushed the device the artery clamped down on the delivery system and the nose cone and the outer graft cover gap was longer on the fluoroscopy image. The physician attempted to pull the device back and encountered increased resistance and continued to try to remove the device but with no success. The patient's blood pressure started falling and the physician immediately placed a reliant balloon and carried out a retroperitoneal incision to repair the left external iliac artery. The physician identified that the artery was stuck in the gap between the nose cone and the delivery s ystem and looked like it inside out stuck in the graft. The physician replaced the external iliac artery with an 8mm non-mdt graft. The procedure was completed by implanting another valiant captivia stent graft (vamc3434c150tu , serial# (B)(6). Post the index procedure the patient was stable. The patient received 2 units of blood to restore the amount of blood lost during the procedure. The patient was doing well post-procedure. Per the physician the cause of the event was that the patient's access artery was borderline in diameter and got caught in the delivery system between the graft and the nose cone. It was conformed that the the delivery system was normal when taken out of the box. No additional sequelae were reported and the patients is fine.